Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that there was a delay in dispensing the medication as the meds needed to be moved to new drawers by pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubies not unloaded from system. A field service engineer replaced retractor band to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.